Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. The 1.2 x 6 mm mini trek balloon was advanced to the lesion and inflated to 14 atmospheres (atm); however, during the second inflation to 14 atm, the balloon ruptured. Further dilatation was performed with 2 non-abbott balloons. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: wizzard3, balance middleweight. Guide cath: heartrail. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). The mini trek catheter was not returned for analysis which may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified lesion, such that the balloon ruptured during the second inflation at rbp a search of the device lot history record indicated no nonconformance material records for the lot related to the complaint. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for balloon ruptures. Based on this investigation, there is no indication of a product quality deficiency.